Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the customer performed self test which was failed. Customers blood glucose level at the time of incidence was 300mg/dl. Customers other blood glucose value reported was 242mg/dl. Troubleshooting was done and customer failed high pressure test and displacement test. The customer treated high blood glucose by manual injection. The customer advised to use backup plan. The insulin pump will not be returned for analysis.